Manufacturer narrative:
H3: product analysis # (B)(4): part # 9561524, lot # my20f001. Visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The small knuckle handle will hold its position once tightened. The internal locking mechanism seems to be worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for lumbar spinal stenosis. Levels implanted were l4-l5. It was reported that the arm would not stay in one place because it did not tighten all the way down. There were no patient symptoms or complications reported as a result of this event, and no additional treatment or surgery was performed. Additional information received from manufacturer representative that the procedure involved was transforaminal lumbar interbody fusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.